Manufacturer narrative:
Citation: ishiguchi et al. Alternating bundle branch block with paroxysmal atrioventricular block 22 months after valve-in-valve tra nscatheter aortic valve replacement circ j. 2021 sep 4. Doi: 10.1253/circj.cj-21-0600. Online ahead of print. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) year-old female patient with severe aortic stenosis who underwent implant of a medtronic corevalve bioprosthetic transcatheter valve (unique device identifier numbers not provided). During transcatheter valve delivery, the physician/authors noted the valve was difficult to deploy and eventually dislodged from the targeted position. It was then pulled back into the ascending aorta. A second transcatheter valve (manufacturer, brand or unique device identifier numbers not provided, but assumed to be another corevalve) was then successfully implanted in a deep position with the aortic annulus. Post-implant the patient developed 1st-degree atrioventricular block (avb) and left bundle branch block (lbbb). Pacemaker implantation was deferred because the electrocardiogram (ECG) did not show episodes of more than 2nd-degree avb for 14 days. At 22 months post-implant, the patient presented with episodes of frequent syncope. A holter monitor revealed alternating bundle branch block followed by paroxysmal avb. A computed tomography (CT) showed a deep but unchanged valve position. Subsequently, patient then underwent pacemaker implantation with an uneventful clinical course thereafter. The physician/authors postulated that the deep position of the transcatheter valve may have induced the 1st-degree avb with lbbb. No additional adverse patient effects or product performance issues were reported.